Event description:
It was reported by the repair center that the has unit low o2/yellow light and the primary cause of the malfunction is due to a leak at heat exchanger. No patient injury reported, no additional information provided.